Event description:
It was reported that the dermatome was used for a skin graft on right thigh. The dermatome cut on both sides but not in the middle. No injury or adverse consequences were reported as a result of this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that it was out of calibration at the zero setting. However, this would not affect grafting ability as grafts are not harvested at this setting. Visual inspection of the unit revealed that on/off lever was bent, and nicks and mars were observed on the control bar. It was also determined that the motor would not run and the thickness level was difficult to turn. The device displayed signs of poor maintenance and handling. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.